Manufacturer narrative:
A medtronic representative, following-up at the site, reported being in the room where they had problems that same day, with all the same equipment fired up. No problems observed. Head three with tumor registered four times with no problems or interference observed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative registered simulated patient (head3 with tumor and image set) without error on the system multiple times. Only observed proper operation. Unable to reproduce incident. No further issues have been reported.

Manufacturer narrative:
The system has been used for several cases without issue in the same room, with the same set-up.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a procedure, they were unable to register the patient after six attempts using tracer registration. In trouble-shooting, the navigation system was re-booted two times and the emitter was re-positioned, issue was not resolved. There were no (B)(4) lights in the room, metal interference did not seem to be the issue. Green points were gathered, however, registration reported unsuccessful. The surgeon opted to discontinue the procedure and re-schedule. There was no impact on patient outcome.